Manufacturer narrative:
Investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported via medwatch # (B)(4) that the cassette holder was being removed from the 5085 surgical table and the clamp broke. No injuries to hospital staff or patient have been reported.

Manufacturer narrative:
The cassette holders subject of the reported event were evaluated and evidenced of misuse was identified, specifically user facility personnel using strong force when placing the cassette holder on the table and subsequently over tightening causing the cassette holder to bend/ break. The user facility was provided replacement cassette holders and no further issues have been reported. The steris account manager has conducted in-service training on the proper use and operation of the cassette holders.